Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the link electronic module (lem) circuit board was replaced. It was also noted that the programmer powered up to an error, the lem board was calibrated, the hard drive was reconfigured and software was reloaded. Also, the analyzer door assembly was missing. (B)(4).

Event description:
It was reported the indicator of rf (radio frequency) head does not turn on. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.